Manufacturer narrative:
Thyroglobulin qc has been within the customer's established ranges. The customer is sending the cracked thyroglobulin reagent pack to customer product line support (cpls) for investigation. The reagent pack has not been received to date. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. Although the cracked reagent pack may have been a contributing factor, a definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining an erroneously low thyroglobulin result below the normal reference range on unicel dxl 600 access immunoassay system for one patient. The customer noted that the reagent pack used for analysis was cracked and had leaked. Subsequent testing on a new reagent pack produced a higher result within the normal reference range. The result was reported out of the lab. It is unknown if patient treatment was affected in connection with this event.